Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinder was visually inspected, and leak tested. The cylinder has wear at a fold in the middle of the proximal body and no leaks were found. The unused ams700 ipp cylinder was visually inspected, and leak tested with no issues were found. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. Product analysis was unable to identify a malfunction.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. The right cylinder had a hole, so it was replaced and the reservoir was not removed. There were no patient complications.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. The right cylinder had a hole, so it was replaced and the reservoir was not removed. There were no patient complications.